Manufacturer narrative:
(B)(4).

Event description:
It was reported "while placing an aortic balloon counterpulsation catheter in a patient, blood flowed back into the helium line and the device alarmed "helium leak.". The user changed to a new catheter in the same insertion site. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "blood flowed back into the helium line" is not able to be confirmed. Upon return, numerous punctures were noted to the iabc bladder membrane. Furthermore, the iabc outer lumen was also noted damaged/broken. Due to the combined damage and returned state of the device, it could not be confidently determined whether any of the damage occurred prior to insertion, during insertion/removal, or because of the bladder withdrawal through the teflon sheath. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "while placing an aortic balloon counterpulsation catheter in a patient, blood flowed back into the helium line and the device alarmed "helium leak.". The user changed to a new catheter in the same insertion site. No medical intervention required. The patient's current condition is reported as "fine".